Event description:
The customer reported " charging difficulties. Pump has trouble charging when plugging charger in to charging port". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.